Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the consumer via social media, who reported that she cannot see well anymore especially at night.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the eye was red, had scratches, or blood vessels and pain. After a few days it started getting better but still blurry. Twelve days later, the vision is still blurry and uncomfortable. According to the consumer, the doctor informed her that everything looked find and that she just needed to wait longer. She cannot drive, read or get on the computer because it is all blurry. There are two medical device reports associated with this consumer. This report is for the left eye.